Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited low out of range pacing impedance measurements less than 200 ohms one month 11 days post device implant. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.